Event description:
It was reported that while transferring to a chair, the rollator slipped away and the end user fell and fractured her hip.

Manufacturer narrative:
The husband reported that while transferring to a chair, the brake did not hold and the rollator moved. The end user fell and fractured her hip. The fracture was surgically repaired and she was subsequently discharged to rehab. The sample was not returned for eval. No photos were sent. It is not known if the brakes were adequately adjusted prior to the incident or if they were securely locked in place during the transfer. We cannot confirm that any mfg defect existed. A root cause has not been determined. However, due to the reported incident and need for surgical intervention, this medwatch is being filed.